Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-07-12 arjo was notified about an incident involving citadel bed that took place in (B)(6) hospital, united states. Following the information provided the patient fell out of bed. There was no injury nor other medical consequence reported. According to the nurse the safety side was faulty, as it lowered allowing the patient to fell out of the bed. After receiving the communication about the malfunction occurrence, arjo service technician was dispatched to bring the bed back to the service center in order to conduct the device inspection. The evaluation revealed that the device operated as intended, no repairs were required. The nurse in question was asked by arjo representative if she checked the functionality of safety side after the incident occurrence, she confirmed then that the safety side was locking properly in place. All manufactured citadel beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Moreover, it needs to be emphasized that each rental device before being released for next rent must pass a quality control check. One of the steps of quality check is to ensure correct operation of both side rails. The device in question passed pre-use quality check successfully. To ensure the safety of our products the instruction for use (830.213 rev. D dated nov 2015) provided to customer together with the involved device includes the following information: "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended" "caregivers should assess risk and benefits of side rail/ restraint use in conjunction with individual patient needs" "make sure the locking mechanism is securely engaged when the side rails are raised" based on the above findings and the device inspection conducted by arjo technician, it can be stated that the patient's fall was not a result of safety side failure but most likely the safety protocol was not followed and safety side rails were not used or engaged correctly. The complaint was decided to be reportable due to the patient's fall occurrence. The device was being used for patient care at the time of the incident and in that way played a role in the event. There was no technical deficiency found within the device. At the time the incident occurred the citadel bed did not fail to meet the manufacturer's specification.

Event description:
On (B)(6) 2018 arjo was notified about an incident involving citadel bed that took place in (B)(6) hospital, united states. Following the information provided the patient fell out of bed. There was no injury nor other medical consequence reported. According to the nurse the safety side was at fault, as it lowered allowing the patient to fall out of the bed. The nurse in question was asked by arjo representative if she checked the functionality of safety side after the incident occurrence, she confirmed that the safety side was locking properly in place.